Manufacturer narrative:
(B)(4) date sent: 7/20/2016. Batch # (B)(4) additional information was requested and the following was obtained: per the surgeon: patient is still hospitalized and ¿not doing great.¿ the surgeon hopes to perform a colostomy reversal, with manual suturing as needed, once the patient has recovered more. Did the surgeon ensure that the orange tying area was completely visible when attempting to connect the anvil? Yes. What confirmation did the surgeon receive that the anvil was properly attached? The first time he heard it click. The second time he and others in the room heard it click. When did the anvil come off: during closing or during firing? The anvil became unattached during firing. Did the surgeon make a second attempt to complete the anastomosis with the same stapler or with a new stapler/anvil? He did use the same device on the second try. What is the current patient status? Unknown the analysis results found that the ecs25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon went to do the anastomosis, the anvil was placed on the trocar, the stapler was closed down and as the handle was squeezed, the anvil came off the trocar end. The device did not cut and no staples deployed. The second attempt, the surgeon took the anvil and reattached it to the trocar making sure it clicked into place. The device was closed to the green indicator window. The device was fired and the crunch was heard. The device was opened and the tissue was cut but the staples were deployed but did not form. The surgeon attempted to use a contour stapler to start the anastomosis over, but the stump was short. A temporary colostomy was required to complete the procedure. The patient still hospitalized and has not recovered enough for the planned colostomy takedown procedure.